Manufacturer narrative:
Four photos were received by bd. A quality engineer was able to review the photos regarding item #305902. Two of the photos show a needle assembly with the safety mechanism activated and the needle out of the needle hub. Another photo shows a message about an incident and the last photo shows a photo of a shelf box. No other information can be obtained from the photos. Based on the investigation and with the sample analysis, the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review could not be performed on model 305902 because a lot number is unknown. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.

Event description:
It was reported that the bd safety-lok needle pulled out of hub. The following information was provided by the initial reporter: "just wanted to let you know, we had another incident with the needle detaching from the base of the part that holds the actual needle. It was the 23-gauge bd safety glide needle. This was in pediatrics on friday 10/20/23. This happened last week, we unfortunately did not get the patient information or pictures of the incident. But the nurse informed us that the needle was still in the patient¿s leg and the nurse has to remove the needle from the child¿s leg."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.